Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A review of the event history logs did not verify the reported problem. Electrical, accuracy confirmation, and temperature verification tests were performed, and the device passed. An internal inspection was performed and no problems were revealed. The original piston foam was removed and inspected, and slightly deteriorated piston foam was identified. The direct cause for the reported problem was determined to be the slightly deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.